Event description:
In this case, it was reported that the prosthetic valve was explanted after an implant duration of approximately 2 months due to aortic insufficiency. According to the op report, tee was performed and confirmed the presence of moderately severe aortic insufficiency due to an abnormality of the valve leaflet closest to the noncoronary sinus. Upon inspection of the valve, it was immediately apparent that a prolene suture that had been used to perform the running proximal anastomosis between the dacron graft and the sinotubular junction of the aorta had caught the very edge of the leaflet of valve sitting in the noncoronary portion of the sinus. This had caused a stretch and distortion of this leaflet such that event after cutting the suture, the leaflet was not going to return to its functional form. The valve was then carefully excised and a new edwards prosthetic valve was implanted. The valve was seated and the sutures tied and cut above the knots. After weaning the patient from cardiopulmonary bypass, echo showed a normal function aortic prosthesis. The patient was transferred to the cvicu in stable condition.

Manufacturer narrative:
(B)(4). Evaluation summary: as received, leaflet 2 was pushed toward wireform on the outflow aspect. An indentation was observed on the free margin of leaflet 2 near commissure 2 (approx 1mm in length), what also appeared to be a piece of suture was observed on the outflow of leaflet 2. See attached photos. Wireform was exposed on the inflow aspect. The x-ray demonstrated that the wire band between commissure 1 and 3 appeared bent. The customer report of regurgitation has been confirmed though evaluation of the explanted device. It has been determined that the root cause of this event was due to the piece of suture obstructing the valve leaflet. The op report documents a prolene suture that had been used to perform the running proximal anastomosis between the dacron graft and the sinotubular junction of the aorta had caught the very edge of the leaflet of valve sitting in the noncoronary portion of the sinus. Per the IFU, the implant directions state, "when using interrupted sutures, it is important to cut the sutures close to the knots and to ensure that exposed suture tails will not come into contact with the leaflet tissue." Cases have been reported in which bioprostheses developed severe regurgitation and had to be replaced as a result of wear due to contact with sutures. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.